Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the alleged deficiency of the stratafix suture? The surgeon commented that the stratafix was fine. Did the stratafix suture break? No. Did the tissue rip? Yes, a leak occurred in the tissue near the staple line of the duodenum. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? No patient information was obtained. The diagnosis and indication for the index surgical procedure? Unfortunately no information available. What was the tissue condition (normal, thin, calcified, fragile, diseased)? No specific information was obtained on the state of the tissue. Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? After surgery, although it is unknown when it occurred, duodenal stump leakage occurred, and a second operation was performed. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Unknown. However, doctors suspect that the stratafix may have ripped where the stitches begin. Was at least one reverse stitch performed prior to closure? Unknown. However, doctors suspect that the stratafix may have ripped where the stitches begin. What symptoms did the patient experience following the index surgical procedure? Onset date? Duodenal stump leakage. Other relevant patient history/concomitant medications? Unfortunately no information available. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon's technique was the problem. The surgeon thinks his technique is the problem. The surgeon thinks the stratafix may have ripped at the beginning of the stitch. What is the patient's current status? Information about the condition after reoperation is not available. Lot number? The lot number is unknown. I certify that all information that are known/available has been disclosed.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m . H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the alleged deficiency of the stratafix suture? Did the stratafix suture break? Did the tissue rip? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a ldg : laparoscopic distal gastrectomy on an unknown date and barbed suture was used. After using a staple in the duodenum, the duodenum was reinforced with the barbed suture. Subsequently, the patient had duodenal stump leakage and underwent a re-operation. The surgeon commented as follows. ¿there was no problem with the staple, the reinforcement was weak. It seems that the leak was in the vicinity of the staple line, and the stitches may have ripped where the stitches started with the barbed suture. However, it is not the product's fault as it was a technical issue with the one who performed the surgery.¿ [surgeon¿s opinion about causal relationship between product and event] no [other contributing factor] the surgeon's technique was the problem. Additional information was requested.